Event description:
Customer reported that the images are dark. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier tube. System operates as intended.